Event description:
Reportedly, the programmer cannot interrogate pacemakers and icds; it displays an error message.

Event description:
Reportedly, the programmer cannot interrogate pacemakers and icds; it displays an error message.